Event description:
It was reported that a patient underwent a primal hip protheses procedure on unknown date and suture was used. One week post operatively, the patient experienced suture break down and wound dehiscence. A second procedure was indicated to close the wound. The patient is recovering.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.